Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor signal was not detected. It was found that one sensor had a missing electrode and the other sensor had a shortened electrode. Customer's blood glucose was not reported. Sensors would be replaced.